Event description:
It is reported that patient had a cable inserted into his tibia and attached to the patella to improve the repair process. On (B)(6) 2014 the cable was removed. Subsequently, in (B)(6) 2014, the patient was x-rayed due to pain and it was discovered that a fragment of the cable remained in the patient. This fragment was removed at another facility.

Manufacturer narrative:
This report will be amended when our investigation is complete.